Manufacturer narrative:
(B)(4). The customer reported a failure to discharge during a patient event. The involved patient died but the customer has not yet reported whether the device was a factor in the patient outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported a failure to discharge during a patient event.